Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was a leaking from the 0.2 micron filter. Reporter stated that it was a slow leak, but they were able to identify the leaking by using an absorbent pad. There was patient involvement and unknown patient harm/adverse event was reported.